Event description:
A customer contacted beckman coulter inc (bci) stating that the connection unit on the lh1500 system begins to move although disabled. This is a custom instrument system. No personnel injuries have been reported.

Manufacturer narrative:
The system vendor has supplied a new software version, which has been installed and resolved the issue.